Event description:
It was reported that the fractured right fossa component was removed. The surgeon reported that the patient's related diseases contributed to this event.

Manufacturer narrative:
The surgeon plans to revise the devices with another brand. It was not returned.

Manufacturer narrative:
The reported event could not be confirmed as no imaging was provided which showed the right fossa component fractured. The surgeon informed stryker that the fractured right fossa component was removed. The surgeon plans to proceed the treatment with stock devices taking into consideration the patient¿s history of bruxism. External factors such as bruxism, heterotopic bone formation, and extra strain on the right-side device, because the left devices were already removed prior, are assumed to have contributed to this event. Bruxism is further listed as contraindication in the applicable instructions for use. No indications for an incorrectly working product or any systematic design, material or manufacturing related issue were found at this point. If the explanted device becomes available after the explanation surgery, the device will be inspected, and this report reopened. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issues. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. H3 other text: it was discarded.

Event description:
It was reported that the fractured right fossa component was removed. The surgeon reported that the patient's related diseases contributed to this event.